Manufacturer narrative:
(B)(4). Device evaluation: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. The attributability is then impossible to determine.

Event description:
Health professional reported that three days after patient treatment with juvederm ultra plus "the patient reported redness near the injection site." The health professional felt that treatment of hyaluronidase was needed to prevent worsening of symptoms that may lead to permanent damage.